Event description:
Patient underwent prophylactic generator replacement on (B)(6) 2015. It was reported that the patient's generator was able to be interrogated on the day of surgery. Per the hospital policy, the explanted generator was sent to pathology. Per the hospital policy, the explanted product will be returned to manufacturer only if a patient release form is received with the explant.

Event description:
It was reported that the patient's vns generator battery was fully depleted and that the patient could not feel stimulation with magnet swipe. Clinic notes were later received for generator replacement referral indicating that the physician was unable to interrogate the patient's generator on (B)(6) 2015 due to battery depletion. This was believed to be due to high duty cycle of the device parameters. However a battery life calculation for the patient's generator does not support the battery depletion claim. Additional information was received that the physician's vns programming system was working fine when it was used on another patient 10 days ago. Interrogation of patient's device is to be attempted again on (B)(6) 2015.

Manufacturer narrative:
Date of event, corrected data: (B)(6) 2015. Incorrect event date was inadvertently listed in the initial MDR.

Event description:
Additional information was received that the patient was not seen on (B)(6) 2015. Attempts for additional relevant information were unsuccessful to date.